Event description:
The user received erroneous ise results for an unk number of pt samples. Two examples were provided of which one sodium result was found to be discrepant. The initial result was -2 mmol per l, repeat result was 153 mmol per l. The erroneous results were not reported.

Manufacturer narrative:
The field service representative determined there were defective vacuum valves for the is bath assembly. He also found unk debris in the valve seat of sv-29. He replaced vacuum valves sv-29 and sv-30. He verified the proper operation by performing ise checks, calibration, qc and a precision with all results within specifications.